Event description:
A caller reported a cartridge alarm 20 on their pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred. As a corrective measure, a replacement pump was sent to the customer, who was also instructed on backup therapy and the procedures for returning the problematic pump. Customer reverted to an alternative method of insulin therapy.